Event description:
End-user stated that medical attention was sought on (B)(6) 2019 at his home. End-user stated that he was seizing in his sleep at around 5 am. He stated his wife found him and called paramedics. End-user had tested with his prodigy meter the night before at bed time (about 9 hours prior) and received a result of 326mg/dl he said he then adjusted his insulin pump. While waiting for the paramedics to arrive his wife gave him apple juice. When the paramedics arrived about 20-30 minutes later they tested his blood glucose and received a result of 30mg/dl on their meter. Paramedics did not test with the prodigy meter. He was not treated by the paramedics for his low blood sugar. He was not transported to the hospital. When paramedics left his blood glucose was 70mg/dl. End-user stated that there have been no changes to his medication but that he did turn his insulin pump down to prevent the event from reoccurring. No additional details were provided.